Event description:
Customer reported unexpected negative reactivity on a donor sample while performing the capture-r ready screen (pooled) assay on the galileo instrument.

Manufacturer narrative:
Immucor technical services reviewed the customers results and galileo specifications via remote access. The final image appeared visually negative and not positive as originally indicated by the customer. No instrument problems were detected. Requested that customer repeat testing using the same sample. Results were positive (2+).